Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that the patient¿s liberty select cycler had a fluid temperature out of range alarm during step 5 of set up. The patient did a second set up and received the same alarm again. The patient was connected. The caregiver was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During follow up with the patient¿s pdrn, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatments manually until the new cycler arrived. Upon physical evaluation of the cycler by the manufacturer, evidence of a blown fuse with thermal decompensation on the alternating current (ac) distribution board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater test failed. The heater would not heat up while switched on. This was caused by a blown f1 fuse with signs of thermal decomposition. A known working alternating current (ac) distribution board was installed and the heater functioned as intended. The working alternating current ac distribution board was removed at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a blown fuse with thermal decompensation on the alternating current (ac) distribution board. The cycler was refurbished following the evaluation.